Event description:
During the process of contacting the patient to notify them that their device may be nearing end of service, it was discovered that their ncp system was explanted due to infection. Reporter indicated that the patient developed a massive, serious, staph infection and had to be on IV vancomycin for 6 months. The patient's device was reportedly explanted in 1999. It was reported that the vns did help with the patient's seizure control for the brief time that it was implanted. Reporter indicated that re-implant would be considered, but that the physician had a difficult time finding vagus nerve at the time of the initial implant. The physician indicated that if the patient were to be re-implanted, that the physician would probably try to do it on the right side instead of the left. The patient reportedly underwent three surgical procedures. First to implant, then to clean out the infected area (left lead wires in), then to remove the lead wires. Attempts to obtain additional information have been unsuccessful to date.